Event description:
It was reported that this right ventricular (rv) lead exhibited low impedances. Also, the patient had pain when pacing and a perforation to the heart was suspected. Subsequently, a revision procedure was performed and this rv lead was successfully reposition. No additional adverse effects were reported.